Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cervicitis, nabothian cyst, pelvic pain female, uterine bleeding, stress incontinence, pelvic prolapse, overactive bladder and bladder outlet obstruction. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (multiport robotic hysterectomy bilateral salpingectomy with essure microinsert removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: right tube:there was no spill from the tube which is not completely imaged. Left tube: there is no filling or spill. Concerning the injuries reported in this case, the following ones were reported via social media: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: case category upgraded to serious incident. Event chronic pelvic pain added. Essure removal date, medical history, lab data, patient's aka name, reporter information were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.